Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4). When the leak confirmed, a right angle forceps were inserted into the device. The doctor noted a leak by leaking sound. We could not get detailed information such as whistling or hissing.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked during use. The air did not leak from the insertion site. The device was used as-is to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Leak test failure the analysis results found that the (B)(4) device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. However, this finding is not related to the incident reported. The final quality release criteria were met before this batch was released for distribution.